Manufacturer narrative:
(B)(4). A credit note was issued for a flow measure board. However, no information was provided regarding the repair of the unit. Reference: complaint (B)(4).

Event description:
On (B)(6) 2013, it was reported that rotaflow with serial number (B)(4) had err.del message. Reference: complaint (B)(4).